Event description:
It was reported that during a stenting procedure in the left internal carotid artery, a low profile rx accunet recovery catheter was unable to advance through the stent to retrieve the filter. The recovery catheter was removed from the patient without any reported resistance. A shapeable tip recovery catheter was attempted but was unable to advance through the stent. That device was removed from the patient without any reported resistance. The patient's head and neck were repositioned and the first low profile rx accunet was able to reach and remove the filter without any difficulty. There were no reported patient effects or sequela. The patient was discharged home one day after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There are several possible causes for difficulty advancing the retrieval catheter, including, but not limited to, damage to the delivery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent. It may be possible that the stent was not fully apposed to the vessel wall or implanted in an angled segment of the artery resulting in interaction between the retrieval catheter and the stent during advancement. Once the patients head and neck were repositioned, the first low profile rx accunet was able to reach and remove the filter without any difficulty. Without having the product for evaluation, a conclusive cause for the reported difficulty advancing the retrieval catheter could not be determined; however, there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot. In process 100% visual inspection is performed on all embolic protection devices. In addition, a sampling of units is visually, dimensionally and functionally inspected.